Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and is still under investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The suspected cause was determined to be an issue with the pfc board. The part was not replaced at the time of filing and the issue had yet to be resolved. Other relevant device(s) are: product ID: bi31000172, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system found in the storage area completely off, without the mvs connected to the main power, with power switch turned on "I". When turning the power switch on no relay activated, no green light "battery charging" from the front panel. M and x leds were scrolling up and down as usual showing the charge but the green light "battery charging" is off. The key switch and power switch ohm were checked and were working properly. Battery charger outputs on the j7 checked and were within specifications. Batteries voltage pair measured and are all above specifications. The power switching board fuse was found to have blown. The fuse was replaced and the system turned on. After doing a test spin a noise was heard and fumes came out of the system.